Manufacturer narrative:
Findings unit had no button response due to corroded keypad traces. Unit had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip. (B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that she had to press the act at least fifty in order for it to respond. The customer stated that she is unable to bolus, then she has to use an insulin pen. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.